Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2012; explant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states pt had a revision on (B)(6) 2017, operative note states a scs battery and lead were removed and a dual scs system was placed. Tss asked reason for explant: caller states a note in pt's chart from (B)(6) 2017 state pt was getting pain relief until 2016, in (B)(6) 2016 pt had onset of low back pain and right leg pain, a mdt evaluation showed "lead problem(s)". Caller had no additional detail to provide.